Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n159303016, implanted: (B)(6) 2008, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving fentanyl, 1500 mcg/ml concentration at 89 mcg dose and bupivacaine, 4 mg/ml concentration at 0.24 ml dose via intrathecal drug delivery pump for spinal pain. It was reported that pump pocket cerebrospinal fluid/drug was pocket. Any environmental/external/patient factors that may have led or contributed to the issue were none. Pump and catheter were checked and showed likely leak at connection site. Partial catheter and pump were replaced. The rep checked for aspiration afterwards and got good flow with no air bubble present. At the time of this report, the issue had resolved and patient status was alive- no injury. Return status of the devices were unable to determine. The hospital had possession of the devices. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n159303016, implanted: (B)(6) 2008, explanted: (B)(6) 2019, product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.